Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Cts replaced the pump, and the caller was instructed to return the problematic pump to tandem using a return box and pre-paid label. Caller acknowledged the storage mode instructions and steps required upon receiving the replacement pump.